Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "irrisept chg solution causing a reaction with the hydrophilic coating of the keller funnel making it sticky and tacky".

Event description:
Healthcare professional reported "irrisept chg solution causing a reaction with the hydrophilic coating of the keller funnel making it sticky and tacky". It is unknown if surgery was completed with a backup device. Device status is unknown.